Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant: 5076-52 lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and the patient experienced pain around the implantable pulse generator (ipg) incision site. During the system change-out the patient developed tamponade and loss of blood pressure. The patient was stabilized and the rv lead and ipg were explanted and replaced. The right atrial (ra) lead was replaced with no performance issues indicated but tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.